Event description:
It was reported that while preparing the device for a surgical procedure, the anesthetic assistant had not removed the orange round disc from the connector before attaching the connector to the face mask for the patient. This caused an occlusion between the connector and the circuit, meaning no oxygen was flowing to the patient. The anesthetist supervising this case regarded the provision of the orange disc as a component of the device that presents a hazard. It is noted relative to this event that the product family variant which includes an orange disc, is neither promoted for use in the us nor has been ever been offered in distribution in the us; this event was reported from (B)(6).

Manufacturer narrative:
The incident reported involved the failure of the user to remove the protective cap from the end of the extension tubing prior to connecting the tubing to the endotracheal tube/mask and the patient's airway. The protective cap is by design colored opaque, bright orange, to render it visually distinct from the translucent parts of the device. In the us, this type of use error might not be considered reportable under the MDR since standard practice in the us is to pre-test anesthesia breathing circuits before attaching them to the patient. Such an obstruction in the circuit would be detected readily. Furthermore, the model of device involved differs from that in the us: the protective cap used is specific to devices supplied sterile. This configuration and model of product has not been, and cannot legally be distributed in the us without prior submission of an additional 510k and clearance by FDA to market. It is noted that the incident is an isolated event, with no reported adverse patient sequelae. Summary: the event is attributed to use error. Unless substantially significant information becomes available, this constitutes a final report.